Event description:
It was reported that the patient had inappropriate shocks due to oversensing of myopotential noise. The device sensing vector was then reprogrammed from the primary sensing vector to the secondary sensing vector. Later, there was an episode where the smartpass feature turned itself off. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.